Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the non-boston scientific guidewire wrapped around the catheter. There were no patient complications reported.

Manufacturer narrative:
Date of event: estimated based on aware date as the event date was not provided.